Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported poor vacuum during surgery. The product was replaced and procedure completed with no patient harm. Additional information and sample has been requested.

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).